Event description:
Nurse practitioner was contacted two days after surgery stating the pt was experiencing nausea, very numb, including ears and fingers. Seemed to be a very dense numbness. Pt told to clamp the pump, remove catheters and retain pump for return. Unk how much medication is still in pump. Should have lasted approx 2.8 days.

Manufacturer narrative:
The device was reported as available, but has not yet been rec'd for evaluation and investigation. When additional information that is pertinent to this event or the sample becomes available, I-flow will submit a f/u report.